Manufacturer narrative:
Device failure occurred, but did not cause of contribute to a death or serious injury.

Event description:
Reporter indicated that a dell serial adapter cable was broken and would not connect properly to the programming wand. The reporter was unsure how the cable became broken. Good faith attempts for the return of the cable have been unsuccessful to date.